Event description:
As reported by the end user, during a left heart catheterization procedure, a pt received an air embolus. The pt received chemical as well as medical intervention. The pt is listed as stable and no further concerns are noted. The physician who performed the procedure stated that he has two concerns with the device. First he believes air entered the closed system via the connection of the contrast control squeeze and the contrast spike. He also stated that he had issues with the manner in which the control syringe attaches to the manifold. Per the director of the cath lab, multiple physicians use this product, however the physician who reported the event is the only physician who has had an issue. The director believes that the event may be physician related.

Manufacturer narrative:
Although it has been indicated that the reported defective device was disposed of by the end user, an investigation into the reported incident has been initiated. The results of this investigation will be provided in a f/u medwatch.